Event description:
As reported: "locking of the short 200 gamma nail over the insertion guide and target sleeve does not work - incorrect drilling occurred. In the "dry" assembly, everything fits wonderfully; after the nail has been inserted according to instructions, misdrilling occurs in the proximal distal hole."

Manufacturer narrative:
The reported event could not be confirmed, since the device was returned and found to be functional. The device inspection revealed the following: the returned target device gamma3® was visually inspected in we can see small nicks and scratch marks which indicate usage of the device over time. The gap is observed at the joint section which has no correlation with misdrilling, it can be from the normal wear and tear of the device from usage and reprocessing cycles. A pre-surgical functional inspection was performed for the returned target device and sleeve with sample nail and drill where no misdrilling was observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, since the device was found to be functional and working as intended, in the functional inspection, the issue is deemed to be user-related and wear and tear over the usage over a period of time. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "locking of the short 200 gamma nail over the insertion guide and target sleeve does not work - incorrect drilling occurred. In the "dry" assembly, everything fits wonderfully; after the nail has been inserted according to instructions, misdrilling occurs in the proximal distal hole."